Event description:
It was reported to boston scientific corp that after a therapeutic placement of a rapid exchange biliary stent system on a female (age unk), the physician "tried to pull the stent out and it broke". During placement into the common bile duct, the stent would not "go up all the way". The physician attempted to remove the stent "with a snare and the stent broke". A second attempt to remove the stent was successful and a second stent was placed. The pt's condition was reported as "stable".

Manufacturer narrative:
The lot number of the device is unk, consequently the manufacture date of the device is unk. The complaint indicated the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product history search found no similar complaints for this model number. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed, no adverse trends were noted and no data exceeded the trigger action limit.